Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and discovered the lens was torn after insertion. The lens was removed without any patient incident.

Manufacturer narrative:
Visual inspection of the returned product showed that the optic was torn in half. There was both a reddish and a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.